Event description:
It was reported "iabp powering off when unplugged". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The reported complaint of "iabp powering off when unplugged" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batte ries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp powering off when unplugged". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported.